Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were receiving readings off by 100 points mg/dl. She stated that as a result she didn¿t hear the device alarm when her glucose level dropped to the 20s mg/dl. No cgm value at that time was provided; since the cgm can¿t read that low the value is presumed to be a bg reading. She tried to get up to get food but lost consciousness and fell. Her dog woke her up. She was not injured and did not require emergency medical services (ems) or other treatment. She stated her cgm was reading 228 mg/dl and the bg was reading 128 mg/dl. It is presumed these readings were taken some time after she regained consciousness. At the time of contact, she was feeling okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.